Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Patient underwent a procedure for a pubovaginal sling and cystoscopy. The pre and post-op diagnosis was stress incontinence.

Manufacturer narrative:
Medtronic complaint number: (B)(4). Additional information : patient codes. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received alleged complications post implant include pain, extrusion, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. Mesh revision surgery (B)(6) 2013, underwent transvaginal release of pubovaginal sling for urge incontinence, urethral obstruction post pubovaginal sling. Mesh revision surgery (B)(6) 2013, underwent partial mesh removal for mesh extrusion.